Event description:
I started tms(transcranial magnetic stimulation) and from the very start I experienced extreme fatigue, nausea, and a migraine. I saw worsening symptoms of my mental health (depression and anxiety mostly), memory loss, a decrease in mental sharpness (I feel slower trying to think or recall memories, words, or other information). I have had a migraine every single day since starting treatment. I have not had any relief in these symptoms, and I feel like I've only gotten worse, not better.